Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that the insulin pump kept alarming no delivery during bolus. Troubleshooting was performed. Later, the territorial manager called and stated that the customer had previously been hospitalized for three days due to high blood glucose when a no delivery alarm occurred in the middle of the night, and the customer did not hear the alarm while sleeping. The manager requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.